Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-6432 for a description of the other event. It was reported to boston scientific corporation in 2006 that a resolution clip device was used during a hemostasis - digestive haemorrhage procedure performed three days prior (female patient). According to the complainant, " the clip couldn't be released. A problem of solidity between the sheath & the clip." The procedure was completed with a different device (manufacturer unknown). There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unknown".

Manufacturer narrative:
The lot number (0ml5040601) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Product evaluation of the returned device revealed that the clip assembly not deployed and located inside the over sheath approximately 0.25 from the distal end. The clip assembly was jammed onto the bushing. Investigation of the clip assembly revealed that the clips were not locked in the capsule and the tension breaker was present, undeformed, and attached to the yoke. The cause of the reported malfunction is unknown.